Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl in the past; cause was not known. The customer consumed glucose tablets to address the low bg. Further information regarding the customer and event was not provided.